Manufacturer narrative:
The investigation determined that lower than expected vitros phyt results were obtained on two vitros 5600 integrated systems when compared to phyt results obtained from a non-vitros siemens method. A definitive root cause could not be determined. An instrument related event has been ruled out as a contributing factor as within run phyt precision results were within acceptable guidelines on both vitros 5600 systems. Based on the acceptable quality control results on the day of the event and the acceptable within run phyt precision results, a vitros phyt reagent issue is not likely a contributing factor to this event. None of the patient samples were re-spun prior to testing as per the vitros phyt instructions for use (IFU) recommendation and the patient samples 6,7, and 9 were stored beyond the stability claims of </= 1 week refrigerated. Therefore, pre-analytical sample handling is likely to be a contributor to the event.

Event description:
Lower than expected vitros phyt patient results were obtained on two vitros 5600 integrated systems when compared to phyt results obtained from a non-vitros siemens method. Patient 2: 16.4, 16.7 (5600 #1) and 14.3, 14.2 (5600 #2) versus expected 21.8 ug/ml. Patient 6: 8.4, 8.0 (5600 #1) and 7.8, 7.9 (5600 #2) versus expected 11.3 ug/ml. Patient 7: 3.4, 3.3 (5600 #1) and 3.2, 3.2 (5600 #2) versus expected 5.7 ug/ml. Patient 9: 14.9, 14.8 (5600 #1) and 15.0, 14.8 (5600 #2) versus expected 18.8 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Ortho was not made aware of any erroneous vitros phyt patient results being reported from the laboratory. There was no allegation of patient harm as a result of the event. This report is number seven of sixteen MDR's for this event. Sixteen 3500a forms are being submitted for this event as sixteen devices were involved. (B)(4).